Manufacturer narrative:
A ge representative evaluated the system and repaired the connector on the power signal interface pcb, and adjusted the 5v power supply. System operates as intended. (B) (4).

Event description:
The customer reported a communication failure between c-arm and the main frame. No pt injury was reported.